Event description:
It was reported that when this device was interrogated the device showed safety mode. Additional information noted that the device was explanted. No additional adverse patient effects were reported. Update the device was not returned despite efforts to obtain this information.

Manufacturer narrative:
This report is being filed to provide an update on the status of the device in section describe event or problem.

Manufacturer narrative:
This report is being filed to provide an update on the status of the device in section describe event or problem.

Event description:
It was reported that when this device was interrogated the device showed safety mode. Additional information noted that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that when this device was interrogated the device showed safety mode. A replacement was planned. No adverse patient effects were reported.